Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was not able to create the master tool manipulator (mtm) issue onsite even though the clinical sales representative (csr) informed that the surgeon still complained of having problems. Fse will plan to replace the mtm. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure with a dual surgeon side console (ssc) setup, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that master tool manipulator left (mtml) did not move as expected and had some restriction. The surgeon elected to use another ssc to continue with the procedure. The tse could not find any related error in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 02/26/2026. There was no injury or negative result to the patient because of this issue with the console. From the information received, the hand control was not smooth; it had a slight stiffness. No one else has complained about it since those cases with that surgeon.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, resistance was found indicating a calibration issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto the surgeon side console (ssc) fixture test platform (sftp) where it passed all tests. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.